Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing was bulging. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that IV pump tubing is bulging in the pump segment.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: one photo was provided by the customer. The customer complaint of tubing defective/damaged was verified by the photo that was submitted. Buldging of the silicone pumping segment was identified directly below the upper pumping segment fitting. A device history record review for model 2426-0007 lot number 22015045 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective/damaged with lot #22015045 regarding item #2426-0007. H3 other text : see h.10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing was bulging. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that IV pump tubing is bulging in the pump segment.